Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent umbilical hernia repair with composix kugel. On (B)(6) 2006 - pt underwent exploratory laparoscopy with lysis of adhesions and decompression of small bowel obstruction. The composix kugel mesh was excised. On (B)(6) 2006 - office visit: pt complains of abdominal discomfort. On (B)(6) 2006 - office visit: well healed incision without drainage.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device caused or contributed to the reported event. The pt has comorbidities including obesity and diabetes. The pt was treated for adhesions which is a known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.